Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70cm 4x8 surgical lead. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed a staphylococcal infection at the pocket site. Symptom of swelling was noted. The patient was placed on antibiotics and underwent an explant procedure. It was believed that the infection was not device or procedure related.